Event description:
Reporter stated that in the past she has experienced the er1 message and simply retested, receiving a satisfactory blood glucose result. Reporter's husbanc performs the control solution test. Reviewed er1 causes with the reporter.